Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer experienced a blood glucose (bg) level ranging between 300-400mgd/l and large ketones. Reportedly, the customer contacted their nurse and was given the advise to administered a manual injection and perform an infusion set site change. The customer delivered a correction bolus via the pump and administered a manual injection to address the bg level. Multiple infusion set changes were performed to address the occlusion alarms. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.